Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. The defective amplifier to processor cable was replaced to remedy the fault. No physical damage was noted during visual inspection. The archive data review indicated error message ua 07 around the reported event date. The platform failed the initial functional testing due to error message ua 07 displayed when the platform was powered on. The load cell characterization test was performed and the readings were incorrect. Further testing found the amplifier to processor cable to be defective.

Event description:
It was reported that during training, the autopusle platform (sn: (B)(4)) was displaying error message user advisory 07 (discrepancy between load 1 and load 2 too large). The customer tried to reposition the mannequin; however, the error message persisted. No patient involvement was reported.